Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored previous atrial tachy response (atr) events showing farfield r-wave oversensing (ffos). At this time, the crt-d system remains in service and there were no adverse patient effects reported.